Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end and a damage of femoral marker in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the triple/double/single heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on investigation completed on 23-jan-2018. It was reported that lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, it was noted that lost image occurred. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage of the femoral marker in the sheath assembly. A portion of the femoral marker flaked off.